Event description:
Procedure: lap chole. According to the reporter: the clip applier jammed. Surgeon was unable to close the device to remove it through 5mm trocar. Removed the trocar and clip applier together.

Manufacturer narrative:
(B)(4).